Manufacturer narrative:
During the visual inspection of the used needle it was observed body fluids. The hole of the needle was examined for suture remnant and none was noted. The needle had a normal swage. It was noted that there are several marks on the body and swage area of the needle by use of the needle holder. The suture was not returned for evaluation to determine the assignable cause. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent to FDA: 4/10/2017. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was it is robotic procedure? No, laparoscopic straight stick. Was the end-user a new user of this product? No, she has used the product multiple times before. In relation to needle, what is the approximate location of suture breakage with 2nd suture? Approximately 10 inches from the needle. Was the sales rep present during the procedure? Yes, I was present during the entire procedure. What in the physicians opinion was the cause of the suture breakage? She did not know what could have caused it. Any adverse patient consequences? There were zero patient consequences.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2017 and suture was used. While the doctor was closing the vaginal cuff and pulling up after a pass through the tissue the needle popped off the suture. A second suture was used and during the first pass the suture broke. No adverse patient outcome was reported. Additional information has been requested.